Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p55) had a small, sharp, plastic protrusion on the spike that fell into the bottle during the puncture. The sharp molding defect event occurred with 30 protectors. The following information was provided by the initial reporter, translated from german: "the piercing spike has a small plastic tip that enters the bottle during piercing. Customer informs us that when using ari. 515117, it was noticed that a small plastic tip protrudes from the puncture spike, which gets into the bottle when puncturing. As a result, about 100 protectors were opened, of which a good 30 are affected. The batch has now been put to one side. It seems that the puncture spike was not designed properly during production."

Event description:
It was reported that the bd phaseal¿ protector (p55) had a small, sharp, plastic protrusion on the spike that fell into the bottle during the puncture. The sharp molding defect event occurred with 30 protectors. The following information was provided by the initial reporter, translated from german: "the piercing spike has a small plastic tip that enters the bottle during piercing. Customer informs us that when using ari. 515117, it was noticed that a small plastic tip protrudes from the puncture spike, which gets into the bottle when puncturing. As a result, about 100 protectors were opened, of which a good 30 are affected. The batch has now been put to one side. It seems that the puncture spike was not designed properly during production."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-dec-2022 . H6: investigation summary several samples were provided to our quality team for investigation. Through visual inspection, the tip of the protector spike is observed to be bent in all of the samples. The shank of the protector was inspected and no damage or other issues were identified. Three retained samples were used for additional evaluation. All product was inspected and no damage was observed on any of the protector spikes. A device history review was performed for the reported lot 2201140, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified during manufacturing.